Manufacturer narrative:
Investigation summary: customer returned (1) loose 0.5ml, 12.7mm, 30g bd insulin syringe (used). Consumer reported the plunger is broken. The returned syringe was examined and exhibited a damaged plunger rod, thus confirming the alleged defect. A review of the device history record was completed for batch# 8008790. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above no CAPA is required at this time. Probable root causes for broken plungers: dry barrels (insufficient silicone) from the prep dial that result from a silicone gun not firing. Insufficient silicone leads to difficulty exercising the plunger, and can thereby result in broken plungers; plunger screw jams that would damage plungers, i.e., they break plungers; bowed plungers that do not get seated, and get broken off at the delrin wheel. Secondary investigation: visual inspection of the syringe found the thrumbpress sheared from the plunger rod at the gate. The thurmpress was not present with the sample for evaluation. The cap did not show any signs of damage. Probable root cause for the damage to the plunger rod is due to a jam at the index on ffs machine. Complaint data will be monitored for trends related to this issue.

Event description:
It was reported that during use of the bd insulin syringe with bd ultra-fine ii¿ needle the plunger is broken and cannot push it in the barrel. The stopper can not be seen in the barrel. Material no: 328279; batch no: 80087990. The following information was provided by the initial reporter". "Spouse of a consumer reported the plunger is broken that her husband cannot push it to the barrel. She can see the stopper in the barrel."

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd insulin syringe with bd ultra-fine ii¿ needle the plunger is broken and cannot push it in the barrel. The stopper can not be seen in the barrel. Material no: 328279 batch no: 80087990. The following information was provided by the initial reporter." Verbatim: "spouse of a consumer reported the plunger is broken that her husband cannot push it to the barrel. She can see the stopper in the barrel."